Event description:
Additional information: it was reported by a healthcare provider (hcp) that he went through the patient's entire record and the patient "did not have any record of overdoses at all not even one". He stated that "the only issue the patient ever had was edema post implant". The implant of the pump was on 2005 (B)(6). The patient had dilaudid as the driving medication and all of the other medications of bupivacaine and clonidine were based from that. The medications were for pain management. The daily dose of dilaudid was 0.499 mg/day and the concentration was 2.5 mg/ml. The doses and concentrations were the same for bupivacaine and clonidine at 1.5 mg/ml concentration and a 0.179 mg/day dose. On 2005 (B)(6) the dose of dilaudid was lowered to 0.30 mg/day. The patient was then discharged from the hospital after implant on 2005 (B)(6). That evening the patient called in with complaints of bi-lateral lower extremity edema. Hydrochlorothiazide was called into the patient's pharmacy to manage the swelling and the patient was told to come to clinic on 2005 (B)(6). The patient did not show up until 2005 (B)(6). His dose was then decreased. He came back into clinic on 2005 (B)(6) and was increased. He came back to clinic 2005 (B)(6) and it was decided to add compounded baclofen to the pump as well. The concentration was 125 mcg/ml at a daily dose of 14.99 mcg/day to help manage spasticity caused by multiple sclerosis. The control/driving drug was changed to compounded baclofen although dilaudid, bupivacaine, and clonidine remained in the pump. The patient continued to be followed by the managing hcp and received steady increases until the time he moved and switched practices. He never had any complaints or complications according to the hcp. (Refer to manufacturer report # 2182207-2009-00756)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709, serial # (B)(4), implanted: (B)(6) 2005, explanted: unk.

Event description:
It was reported that the patient experienced overdose symptoms. There was no confirmation of overdose symptoms from the hcp, and as previously reported the only issue with this device reported by the hcp was edema post implant.

Event description:
Patient reported that within days following a refill, he could tell his pump was pumping too much and he was high. Patient stated he experienced the following symptoms: dizziness, difficulty walking, altered mental status, lightheadedness, nausea, loss of consciousness and withdrawal. This required physician intervention either through hospital admittance or titration of medication. The pump was replaced. Patient stated this has been resolved. The pump was delivering clonidine, bupivacaine, baclofen, and dilaudid. Additional information has been requested but was not available at the time of this report.